Event description:
A report was received that the patient was explanted. The patient had taken a fall causing the leads to migrate and the seal on the ipg header to break. The physician decided to explant the entire precision system. The patient has been re-implanted and is reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn, because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.